Event description:
The customer reported his blood glucose reached 388 mg/dl less than 24 hrs after the pod was activated. Upon removal he noticed the cannula was not inserted properly into the infusion site. The user discarded the pod.

Manufacturer narrative:
The product will not returned for eval. The user reported the cannula was not inserted correctly into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.